Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a broken needle cannula was able to be confirmed by the photo. The image shows an introducer needle with a major kink in its needle cannula. Signs of use were observed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not attempt to remove needles that have been placed into sharps away ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." It also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient with difficult venous access for whom a central venous catheter (cvc) placement was indicated. Upon unpacking the device, no apparent damage was observed. During right subclavian vein puncture by the intensivist, needle fracture occurred. A new cvc was requested, with successful placement via left jugular access using sterile technique and no immediate complications processes and inventory management complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "referred to another clinic".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "patient with difficult venous access for whom a central venous catheter (cvc) placement was indicated. Upon unpacking the device, no apparent damage was observed. During right subclavian vein puncture by the intensivist, needle fracture occurred. A new cvc was requested, with successful placement via left jugular access using sterile technique and no immediate complications processes and inventory management complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "referred to another clinic".